Event description:
The user received analyzer alarms and a questionable urea (bun) result for one patient sample. The initial result was 56 mg/dl. Due to their laboratory protocol to repeat samples with delta failures they repeated the sample and the result was 113 mg/dl which was reported to the physician. The physician ordered the patient be sent to dialysis based on the 113 mg/dl result. The physician had a second sample drawn from the patient pre- dialysis and the result was 61 mg/dl and repeated at 60 mg/dl. Post dialysis a third sample was drawn and the result was 36 mg/dl and repeated as 34 mg/dl. The physician then questioned the 113 mg/dl result. The laboratory pulled the original sample and repeated it a third time with a result of 56 mg/dl. The user did not have access to information concerning the patient's current condition or if the patient was adversely affected. The bun reagent lot number was 64744301 with an expiration date of 04/30/2012. The user declined a service visit. A single falsely increased value of bun is no indication for dialysis. Testing of creatinine, calcium and bicarbonate would be recommended. Also, determination of central venous pressure to estimate the fluid overload and further diagnostics of the kidney would be recommended.

Manufacturer narrative:
The investigation was not able to determine a specific root cause due to missing reaction kinetics. According to the alarm trace, three abnormal probe sucking flags were generated indicating either a problem with the sample probe itself or faulty pre-analytical procedure. The customer was advised to check the previous and following results, since the abnormal probe sucking flag might not be generated for each result depending on the degree of sample probe blockage. The decision to initiate dialysis in a patient with chronic kidney disease (ckd) or acute kidney disease (akd) involves the consideration of several clinical and laboratory parameters by the physician. Urea is not a stand alone parameter. It should be measured in combination with other laboratory parameters (e.g. Creatinine, electrolytes) and medical tests.